Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar forceps had no bipolar energy when activated. The procedure was completed with no reported injury and or delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. Additional findings no reported by the site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue related to energy activation. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. Furthermore, the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use or resulting from an inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.